Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had an unexpected loss of power. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. The customer stated when he went to sleep the icon indicated half full went to bed and within an hour it stopped. The customer also stated that he has issue with rf interference and will received results fail to send. The customer requested the insulin pump be replaced for these issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, active current measurement and self tests. The pump was received with unexpected battery power loss and had high sleep currents due to a problem isolated to the electrical board.

Manufacturer narrative:
Device passed displacement test, active current measurement and self test. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.